Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned for evaluation nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The tip of an arsenal polyaxial screwdriver fracture and broke during use. The detached section was cold welded to the inside the right iliac screw and remains entrapped beneath the rod and set screw. The patient had extremely hard bone which required the use of a larger tap to create a pathway for the remaining screws.